Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.

Manufacturer narrative:
Correction: h3. Yes, h6. Investigation findings: 3252, investigation conclusions: 61. Device evaluation: visual inspection confirms that the tip of the driver has broken off. The tip was not returned with the driver. The root cause is likely wear due to repetitive use and/or excessive force. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.